Event description:
The customer reported to baxter (B)(4) of three 3 secondary medication sets that had a slower drip rate than usual. Each set was used in conjunction with an ivec pump that was set up by a nurse. The process step in which this reported condition occurred was during priming. There was no patient injury or medical intervention involved. No additional information is available.

Manufacturer narrative:
(B)(4). The customer sent in an actual and a companion sample for evaluation. A visualization examination of the samples revealed the presence of irregularities on the tip of male luer lock which confirms the reported condition. Surface irregularities have been shown to result in a partially or completely inactivated luer activated valves. In order to address the issue, corrective actions were put in place in 2007 by baxter. However, this particular lot of product was manufactured before the time corrective actions were put in place by baxter. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.